Event description:
Pt brought to emergency dept. In cardiac arrest. Resuscitation efforts made. Cvp line put in. When pulling out guidewire, it seemed to be stuck and wouldn't come out. It then began to unravel. The pt died but it was not due to this. This could present a major problem in another pt. Guidewire was discarded at autopsy.